Event description:
This report summarizes 43 malfunction events in which the device was shedding metal debris. 43 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 43 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 1 device was not available for evaluation. 40 devices were evaluated using data provided by the user or a third party.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 43 previously reported events are included in this follow-up record. Product return status 1 device was received. 1 device was not available for evaluation. 40 devices were evaluated using data provided by the user or a third party. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 43 malfunction events in which the device was shedding metal debris. - 43 events had patient involvement; no patient impact.

Event description:
This report summarizes 43 malfunction events, in which the device was shedding metal debris. 1 event had no patient involvement; no patient impact. 42 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 43 events were reported for this quarter. Product return status: 1 device was received. 39 devices were not available for evaluation. 1 device was evaluated using data provided by the user or a third party. 2 device investigation types have not yet been determined. Additional information: 43 devices were not labeled for single-use. 43 devices were not reprocessed or reused.